Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor but not yet received.

Manufacturer narrative:
(B)(4).